Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a soft tip cannula seemed longer and flimsier and would not fit through a valve during surgery. The soft tip was trimmed and the device was used to complete the procedure with no impact to the patient. Additional information has been requested.